Manufacturer narrative:
Exact date unknown, event occurred in may 2022. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: 7076504.

Event description:
It was reported that the patient experienced a return of pre-existing tremor symptoms despite multiple reprogramming attempts of his deep brain stimulation (dbs) system to restore adequate stimulation. Therefore, the patient underwent a lead revision procedure where the lead was repositioned from the left subthalamic nucleus to the left globus pallidus internus area. The patient was doing well post-operatively.